Manufacturer narrative:
(B)(4). The customer reported to have inspected the device and found the filter was not fitted properly. The filter was fitted and the ventilator passed the entire required test. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ventilator had no tidal volume delivered during set up. The ventilator was not in use on a patient at the time of the event.